Manufacturer narrative:
Concomitant medical products: 4047 lead, implanted: (B)(6) 2012, 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance alerts triggered for pacing impedance and for coil impedances due to high and undefined impedances on the right ventricular (rv) lead. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.